Event description:
I have been having heavy frequent periods, pain during and after the period like I am still on a period the whole month. Had horrible pain in my pelvic area to the point I wasn't able to walk; in 2015, the drs removed my appendix to learn that the pain was coming from an ovary due to filshie clip. I was advised to see the dr who performed the tubal ligation. I saw a dr who treated me like I was faking the pain. My body feels like it's going through menopause but drs have said I am not. Please believe me.